Event description:
The pt was implanted with a left ventricular assist device (lvad). The perfusionist reported that the threaded connector of the pt's battery clip was loose. The hospital provided the pt with another battery clip with no further issue.

Manufacturer narrative:
The 12v sla battery clip was returned to the MFR for eval. The eval of the returned battery clips did not confirm the reported event. Upon examination of the battery clip housing the threaded connector was not loose and the presence of loctite adhesive on the threads was confirmed. The report of a loose battery clip threaded connector is currently being addressed through the MFR's corrective/preventive action system and an urgent medical device recall (2916596101409-001r) has been issued. No further info is available. The MFR is now closing its file on this event.